Event description:
Olympus medical system corp (omsc) was confirmed that during an unspecified procedure, the subject device was used. At the end of the procedure, when the user was sealing the surgical site with the device, the probe of it broke off and fell into the patient. The fragment was retrieved under the scope. The procedure was completed with another thunderbeat. There are no patient injury was reported.

Manufacturer narrative:
The subject device and the fragment of the probe were returned to omsc for evaluation. The evaluation confirmed that the probe broke at 17.0mm from the distal end. There were scratches, around the broken point. The shape of the fracture surface showed that the cracks developed from the scratches as the starting point. And there was a coarse part of the fracture surface which showed that if fractured by physical stress. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the probe of the device was broken by physical stress on the cracks. The cracks were developed from the scratches on the probe by output during the procedure. The scratches were made since the user activated output with contacting the probe with some hard objects. Based upon the finding of the evaluation, this report appears to be related to user handling.